Event description:
Massive blood loss through the main-body sheath (valve). Patient outcome "patient was not injured."

Event description:
Massive blood loss trough the main-body sheath (valve). Patient outcome - "patient was not injured."